Manufacturer narrative:
Investigation summary: ventricular fibrillation/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 68-year-old male patient treated with impella cp due to acute myocardial infarction complicated by cardiogenic shock. Patient experienced out of hospital cardiac arrest. When patient presented at catheter lab he had a severe acidosis and multiple rounds of cardiopulmonary resucitation had to be performed. Following impella placement, the patient experienced ventricular fibrilation and had to be shocked twice. Patient remained in severe shock and ultimately expired on support within three hours of admission to unit after withdrawal of support in intensive care unit. Death was conservatively coded as most likely due to underlying disease and not device-related in this severely sick patient.